Event description:
It was reported that the patient experienced a replacement for an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that a reimplant surgery occurred on (B)(6) 2019. An aus device was implanted.

Event description:
It was reported that the patient experienced a replacement for an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.